Event description:
It was reported that prior to a rotational atherectomy treatment procedure, a display malfunction occurred. The rpm readout on the display of the rotablator console would "randomly disappear" and the system did not stall. The procedure was not completed due to this event. No patient complications were reported as the device did not come in contact with the patient and the patient's status is stable.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it was fully clip deployed with the exchange sheath completely slit to the distal tip and undamaged. The thumb advancer had been retracted as far proximal as possible. This finding is consistent with the reported resistance met during thumb advancement and/or during device removal. However, resistance during thumb advancement or removal was not reported. The vessel locator wings were bent. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were bent. The most probable root cause for the bent locator wings is due to tissue compressed between the tubes and open locators. This created distal force during thumb advancement, bending the locator wings and creating the difficult removal condition. Reportedly, the vessel locator wings would not open. The device was cleaned and reset. The vessel locator wings were tested; opened and collapsing without difficulty. The damage detected and the condition of the device indicates that difficulty may have been experienced during thumb advancement and/or device removal. It was not specified if the user was trained in the use of the device; per the instructions for use, the user is to be trained by an abbott vascular representative. The most probable root cause for the damage detected is related to operational context during use of the device. Review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device has been received. The investigation has not been completed.

Event description:
It was reported that a physician unspecified if trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the device "would not open" and the wings appeared to be closed. The method used to achieve hemostasis was not specified. No additional information was provided.